Event description:
Home monitoring reported therapy of at least 1 ineffective max energy shock. Patient to be brought in and lead evaluated. Lead remains implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.